Event description:
It has been reported that the locking mechanism for the raising and lowering of the cot is not engaging properly. This failure could not be duplicated with or without weight. There were no adverse consequences or injuries reported.

Manufacturer narrative:
Upon inspection, there were no problems found on this cot. No parts were replaced as a result of this complaint.